Manufacturer narrative:
A philips remote clinical application specialist (cas) spoke with the customer biomed. The biomed indicated that the nurses in the intensive care unit (ICU) reported they are getting a numeric for their patient, but it is not correct. The nurses have already replaced the module. The cas asked if they tried changing out the transducer and zeroing again. The biomed indicated he would follow-up with the nurse. Despite numerous good faith effort attempts, no further information is available. The issue is not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that invasive pressure is not calculating correctly. The device was in clinical use on a patient at the time of the event. No adverse event was reported.